Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter, ink smear/ printing and tube breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the labels were defective and foreign matter discovered with a regen¿ tht® nc: 1.0ml. This occurred with numerous tubes from 5 lots. The following information was provided by the initial reporter, translated from german to english: many tubes have been sent back due to different issues (defect label, spots on tubes, etc). Lot 8302644 - was delivered in february 2019: 400 pieces - two pcs. With 1 broken tube in each a pck with 6 spotted tubes. A pck with a defective label. 1233 pieces open in a box with various defects (lines on glass.) Lot 9003661 - was delivered in august 2019. 388 pieces - various errors. 1500 pieces - various errors. Lot 9058514 - was delivered in august 2019. 1002 pieces - various errors. 1500 pieces - various errors. Lot 8340757 - was delivered in april 2019. 908 pieces - various errors. Lot 8269728 - were delivered in january 2019. 466 pieces - various error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8269728, medical device expiration date: 2020-10-31, device manufacture date: 2018-09-26, medical device lot #: 8302644, medical device expiration date: 2020-11-30, device manufacture date: 2018-10-29, medical device lot #: 8340757, medical device expiration date: 2020-12-31, device manufacture date: 2018-12-06, medical device lot #: 9003661, medical device expiration date: 2021-01-31, device manufacture date: 2019-01-03, medical device lot #: 9058514, medical device expiration date: 2021-03-31, device manufacture date: 2019-02-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the labels were defective and foreign matter discovered with a regen¿ tht® nc: 1.0ml. This occurred with numerous tubes from 5 lots. The following information was provided by the initial reporter, translated from (B)(6) to english: many tubes have been sent back due to different issues (defect label, spots on tubes, etc). Lot 8302644: was delivered in february 2019: 400 pieces: two pcs. With 1 broken tube in each, a pck with 6 spotted tubes, a pck with a defective label. 1233 pieces open in a box with various defects (lines on glass...). Lot 9003661: was delivered in august 2019: 388 pieces: various errors, 1500 pieces: various errors. Lot 9058514: was delivered in august 2019: 1002 pieces: various errors, 1500 pieces: various errors. Lot 8340757: was delivered in april 2019: 908 pieces: various errors. Lot 8269728: were delivered in january 2019: 466 pieces: various error.